Event description:
It was reported that during a palliative treatment procedure invovling dilatation of a main tracheal stenosis, stent delivery difficulties were encountered. The pt was admitted to the hosp for tracheal stenosis, so the physician implanted a wallstent (20x40 /10 fr uni plus 100cm) for palliative care. When the physician reviewed the post-procedure angiography, it showed that the stent was only partially expanded. The physician recommended implantation of another stent, but the pt's family refused. The pt died eight days later secondary to asphyxiation from the tracheal stricture. Additional info has been requested regarding this event.

Manufacturer narrative:
The delivery device was not been rec'd for analysis as of the date of this report.